Event description:
Event description guidant received information that this right atrial lead was exhibiting a high, out of range pacing impedance measurement as well as noise. No adverse patient symptoms were reported.